Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate to severe tortuosity and calcification. It was reported that the stent graft was advanced and deployed via the right side. The physician experienced difficulties removing the delivery system out thought the stent graft. The nose cone caught on the last strut on the ipsilateral side. The physician attempted removal for an hour and a half. The physician elected to advance a balloon from the contralateral side and inflated the balloon to stabilize the stent graft as they were pulling on the delivery system. The physician elected to exchange for a stiffer wire to help straighten the device. The delivery system was then stuck with a needle, advanced a wire, and put a balloon up. The physician advanced the graft cover up away from the ipsilateral limb (the last strut was in the rcia and it was at an angle protruding inwards). The balloon was then inflated at the proximal end of the bifurcated stent graft and pulled. The delivery system was removed from the pt. There was a proximal type 1 endoleak from all the pulling which required a cuff to be placed and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - evaluation: results: moderate to severe tortuosity and calcification in the vessels.